Event description:
While treating a patient the device successfully delivered energy to the patient. A reported three times upon the fourth attempt to charge energy at 200 joules, the device displayed a "pacer fault 117" message. The clinician obtained another device to continue treating the patient. The patient subsequently expired.